Manufacturer narrative:
Correction: b5, h6.

Event description:
Information was received that a revision procedure was performed on an unknown date due to a broken rod. During a review of investigation findings from lirc it was identified that there was no problem found.

Manufacturer narrative:
The device was returned to the (B)(6) for evaluation. Root cause is unable to be determined.

Event description:
Information was received that a revision procedure was performed on an unknown date due to a broken rod. During a review of investigation findings from lirc it was identified that the rod was broken.